Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's blood glucose level was 208 mg/dl. The customer was treated with increase insulin at the hospital. The customer contacted medtronic to troubleshoot insulin pump and he is very happy with it. The customer was assisted in programming the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.